Event description:
This was a spontaneous a case report from a physician. The physician reported that the pt experienced an increased heart rate after the third injection of euflexxa. The pt was hospitalized and had a coronary arterial stent placed. Reporter causality: the physician stated that he was unsure if the euflexxa caused the increased heart rate. Company causality: it was determined that the events in this report were unlabeled and not related to the use of euflexxa. (B)(4).